Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that, during surgery, ultrasound of an ophthalmic operating system did not oscillate. The surgery was completed by changing the system and ophthalmic handpiece, and there was no patient harm. This report pertains to ophthalmic handpiece involved in the reported event.